Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse observed reagent probe vacuum valve corroded, and replaced the vacuum valve. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that fluid was found on the reagent cartridge and the reagent probe b is leaking. Customer changed the reagent probe b out and the probe was still leaking. No injury was reported on this issue.